Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required reimage from the host conversion. A technical support specialist (tss) remotely accessed the station, deleted the dsclientoltp database, and attempted to repair the med application, which initially resulted in a fatal error. The tss launched structured query language sql server management studio (ssms) as an administrator and granted the system admin roles to the system and carefusion admin users. The med application repair was then completed successfully, followed by a full synchronization. Maintenance services were restarted, and host conversion was confirmed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station px-h-5sa1 had been reimaged from host conversion. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.